Manufacturer narrative:
Additional narrative: product development investigation has been completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. Interlock screwdriver (03.010.472, lot 7869698, mfg 17-apr-2012): one of the two distal prongs had broken off. This fragment was not returned. In addition, the flutes of the distal tip were very slightly bent due to a counterclockwise force. Although the definitive root cause could not be determined, the damage is consistent with excessive advancement of the sliding mechanism as the tip of the screwdriver is compressed, most likely in the screw head. The bent flutes are likely due to excessive force applied during screw extraction. No product design issues or discrepancies were observed. Replication of the complaint conditions are not applicable as the complaints were able to be visually confirmed. Relevant drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Event date: unknown. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed on part # 03.010.472, lot # 7869698. Manufacturing location: (B)(4), manufacturing date: 17.apr.2012. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that five devices were discovered in sterile processing department with tip bent or other issues. The depth gauge for 2.0mm and 2.4mm screws is broken and missing the hook. The cruciform screwdriver and screw capture (holding sleeve) are sticking/stuck and no longer functional. The inter-lock screwdriver t25/3.5mm hex/330mm screwdriver tip is bent and no longer holding screws. The small hexagonal screwdriver shaft tip is bent. There was no patient involvement. During the manufacturer preliminary investigation process it was identified that the one of the prongs of the returned subject device appears to be broken and has less material. This condition was re-evaluated and determined to be reportable on (B)(6) 2017. This is report 2 of 2 for complaint (B)(4).